Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an advancece aspiration catheter. The device was removed from packaging per IFU. The device was inspected and prepped with no issue noted. It was reported that a non-mdt guide wire went through and out of the yellow distal tip of the device when it was being back-loaded through the tip of the advancece. The advancece was not inserted into the patient when the issue occurred. The guidewire was examined and flushed with no abnormalities detected. The guidewire lumen of the advancece catheter was flushed before use. The guidewire had been used successfully used with previous devices. The relevant advancece catheter was subsequently used in the patient, and then another advancece was used. The same guide wire was used with the replacement device. There was no issues noted for the patient as a result of the event. The advance ce device is not marketed in the us however is deemed the same as the us marketed product, advance.

Manufacturer narrative:
Correction: section PMA/510k number.

Manufacturer narrative:
Image review: photos of the export advance catheter matched the device received with the damage noted. Evaluation summary: the stylet was engaged to the aspiration lumen of the export catheter. Damage to the catheter prevented the stylet being disengaged. Visual inspection detected damage to the distal section of the catheter wire lumen, near the very end of it, the tubing appeared torn and bloody as received; the catheter exhibited kinked sections mainly in the shaft section proximal to the exit port section. Physical measurements show the device meets specification. A .015¿ pin gage was inserted at the tip of the wire lumen; the marker band and tip were found without defect. During testing of the wire lumen, a .014¿ guide wire was back loaded into the wire lumen and the wire exited through the tear previously noted under visual inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.